Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump passed the unexpected restart error test. No unexpected restart alarm or memory erase anomaly was noted. The test transmitter communicated properly to the insulin pump. No unexpected lost sensor alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed multiple error alarms. The customer's blood glucose was 178 mg/dl. The alarm history of the device could not me be checked due tot the active alarms. There was also a lost sensor alarm but the customer does not use a sensor. Assistance was provided to clear the alarms. The customer declined troubleshooting. They also stated that the belt clip was broken. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.